Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, after a colostomy take down procedure, after the anastomosis, patient had to be brought back the following day after the surgery to correct the bleeding at the staple line.